Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 52mg/dl and treated with glucose. Customer indicated that they received a change sensor alarm and troubleshooting assisted with clearing the alarm. Customer was advised to monitor the pump and blood glucose and call back if any further issues. The customer declined to further troubleshoot for the low blood glucose. No further details given.